Manufacturer narrative:
(B)(4).

Event description:
It was reported that the collar was broken. The over 90% stenosed target lesion was located in the left coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the collar of the device was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Corrected device lot # from 0020337711 to 20116733. Corrected batch expiration date from 02/28/2019 to 01/31/2019. Corrected batch manufactured date from 03/01/2017 to 01/05/2017. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a partial separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the collar was broken. The over 90% stenosed target lesion was located in the left coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the collar of the device was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.